Event description:
It was reported that a neurosurgeon stated to a patient "believe me when I tell you they have had some recalls on these pumps." The patient reported that the neurosurgeon stated to him that "they had a bad batch of pumps go through and they would quit working and once they put another pump in somebody, it seemed to be okay." A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).